Event description:
Surgeon noticed arcing during cautery phase of laparoscopic cholecystectomy. The arcing came off the spatula and burned the pt's liver. Had arc taken place 180 degrees to other side of spatula, bowel damage, requiring further surgical repair would have been required. Three different models were used for this event.